Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that an elite valve model 8300ab25 was observed to have fully embolized into the left ventricle two (2) hours after the patient had left the operative room in good condition. The frame was properly expanded. After the initial intervention and before protamine administration, gradient was 7mmhg. The patient needed a re-do procedure and a non-edwards mechanical valve was implanted in replacement. Fragile tissue was not ruled out to have contributed to this event. The patient was noted as to be recovering in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Based on the limited information available, the root cause of the device embolization is inconclusive, but the site indicated the intuity valve was not "the problem." A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. This is evidenced by the device migrating only two hours after being implanted. A friable myocardial tissue and/or abnormally shaped annulus may have contributed to the embolization. There is no evidence to suggest the event was the result of a design/manufacturing non-conformance or a product failure.